Event description:
It was reported that during procedure the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of lesion in right coronary artery (rca) with 75% stenosis, moderate calcification and moderate tortuosity. Three treatments were successfully performed. During the fourth treatment which was proximal-to-distal the oad fractured at the crown. The fragment was retrieved. The procedure was completed with no adverse patient consequences and no delay reported. Additional information received indicated the fractured component was snared. The procedure was aborted following the retrieval of the fragment.

Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence indicating that the fracture occurred while spinning in an elevated stress environment. The cause of the stress condition that led to the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, d9, g3, g6, h2, h3, h6. Correction: d4 - catalog #. H6: codes 4755, 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of lesion in right coronary artery (rca) with 75% stenosis, moderate calcification and moderate tortuosity. Three treatments were successfully performed. During the fourth treatment which was proximal-to-distal the oad fractured at the crown. The fragment was retrieved. The procedure was completed with no adverse patient consequences and no delay reported.